Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power. No blank display was noted. The device was inspected and the battery tube connector plugged in properly. The device was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had blank display. The customer¿s blood glucose level was 104 mg/dl at the time of the incident. The customer stated they had crack around the threads and hair line crack on screen. The insulin pump will be returned for analysis.